Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump into a toilet, resulting in a cracked device with a touchscreen that powered on but did not respond to touch, indicating a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, with the medical device problem identified as a fracture involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.